Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the tip of the microsensor broke off and remained in patient during removal. Patient required surgery to remove tip. Cable appears to have been stretched while implanted.

Manufacturer narrative:
The microsensor (626638us) was not returned for evaluation (discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for this issue reported by the customer could be due to improper use or excessive force on product; physical strength of materials unfit for intended use.

Event description:
N/a.

Event description:
A physician reported the tip of the microsensor broke off and remained in patient during removal. Patient required surgery to remove tip. Cable appears to have been stretched while implanted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.